Manufacturer narrative:
Evaluation method the patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an injury caused by the lifevest. It was reported that the patient's "pads put his ribs out of place". It was reported that the patient visited his physician who fixed it and he is fine. Follow-up indicated that the patient was wearing the lifevest and did not have further questions.